Event description:
During the device evaluation, the gastrointestinal videoscope displayed an e315 image error code. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the error occurred due to the scope body being immersed in liquid. The root cause could not be definitively determined. However, the issue is likely attributable to leak/seal issue. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.